Event description:
It was reported that the stereotactic positioner dropped onto the technologist's foot when it was being moved from its storage shelf on the senovision cart. The technologist sustained a toe fracture on her left foot, but received no special prescribed treatment.

Manufacturer narrative:
Ge field engineer found no evidence of device malfunction that caused or contributed to the event. The event occurred since the stereotactic positioner slipped from the technologist's hands during handling. The operator manual provides instructions to the user on proper installation of the stereotactic positioner.